Manufacturer narrative:
Product event summary: the full lead was returned and was analyzed. Analysis was performed and no anomalies were found. Helix exte nsion/retraction and length testing were all performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had diminished r-waves. During the repositioning procedure, the helix screw was retracted, but it was noticed that the screw popped back out as soon as the rotation tool was removed from the lead. The screw was retracted a few times and the same thing happened each time. Ultimately, the lead was explanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.